Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions telephone number : (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was overheating. There was no harm or injury to the patient.

Manufacturer narrative:
It was reported that during use, the temperature of the cardiosave iabp was too high and the system had to be turned on and off again. An on-site inspection was performed by the user. During the inspection, the user performed a power-on test where the unit failed the power-on electrical test code #3. A getinge field service engineer was dispatched to investigate the issue. In order to fix the issue, the fse replaced the temperature sensor (0206-00-0734). The fse performed all functional and safety checks to meet factory specification and the unit was returned to the customer and cleared for clinical use.